Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure the cardiac resynchronization therapy defibrillator (crt-d) battery voltage was below the level indicated for implant. The battery voltage was still below the level indicated for implant after the device was at room temperature for a week. The device was not implanted. There was no patient involvement.